Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges a leak at the infusion set cannula sit and adhesive plaster is wet. Caller reported experiencing elevated blood glucose reading up to hi (>33.3 mmol/l); was able to self-treat. No adverse event reported. Alleged device has been discarded; requested return of unused infusion sets for evaluation.